Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and bradycardia therapy remained available. Review of device memory confirmed multiple codes had been recorded. These codes caused the device to revert to safety mode. The device case was removed to facilitate inspection of the internal components. Detailed laboratory testing isolated the root cause to a degraded digital integrated circuit component.

Manufacturer narrative:
This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this boxed device was found to be in safety mode. Codes were observed which indicated a memory anomaly. The product has been returned for analysis.